Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of instruments in mdrd, a crack was found in the t-handle. The broken t-handle was removed from service. It was not used in surgery once found to have a crack in it. No patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "the product did not break into multiple pieces. There was a crack found in the handle, not the part of the device that attaches to the reamer." Depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.